Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized. The patient was treated with unspecified antibiotics. Pd therapy was ongoing. At the time of this report, the patient has not recovered from peritonitis. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.